Manufacturer narrative:
A siemens field service engineer(fse) was at the customer site repairing the instrument. The service person was not wearing personal protective equipment as required by company policy. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A serum sample tube splashed on a siemens service person's face on an advia centaur xp instrument while working on the system. The service person was treated on-site and in the emergency room. There were no reports of adverse health consequences due to the incident.